Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter (one touch verio iq) read inaccurately low compared to another device (one touch ultramini). The reporter claimed obtaining a blood glucose reading of 67mg/dl with the subject meter and 135mg/dl on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.